Event description:
It was reported that an occlusion alert occurred on an insulin pump, with the user noting a blood glucose of 272 mg/dl and no ketone testing or recent exogenous insulin dosing; education was provided on occlusion meaning increased back pressure in the insulin pathway and visual inspection found no leaks, kinks, or damage. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and user-directed monitoring with recommendation to change infusion supplies given near end-of-wear and remaining insulin volume. Investigation included review of alert history, user interview, and visual inspection of cartridge, connector, tubing, and infusion site. Investigation of this case revealed no visible hardware damage or leakage and that dismissing the alert allowed dosing to resume, with suspected flow restriction consistent with an infusion set or line occlusion that resolves with supply change. It was concluded that the event was consistent with an insulin delivery occlusion likely related to disposable supplies, with device function restored after alert acknowledgment and guidance to replace supplies if the alert recurs.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.